Manufacturer narrative:
Upon evaluation, the cause for the inaccurate scale reading was determined to be that the bed was making contact with the wall, taking weight off the bed¿s load cells. The issue was resolved for the customer by pulling the bed away from the wall and calibrating the unit. The staff was trained to make sure the beds are not in contact with the wall when using the scale system.

Event description:
It was reported via repair work order that the scale was inaccurate due to the bed making contact with the wall. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.